Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (unknown concentration and dose) in an implantable pump for an unknown indication for use. During a procedure, the catheter connector (for the connection between the spinal and pump segments) was broken. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. A new catheter was opened and the connector from that kit was used. The issue was considered to be resolved as of (B)(6) 2017. There was no symptoms reported. No additional surgical interventions occurred or were planned. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Event description:
Additional information was received. The product would be returned the week after (B)(6) 2017. The tracking number would be provided.

Manufacturer narrative:
Analysis found the catheter pin connector collet pre-locked or detached and/or missing and unknown if procedural or manufacturing related.